Event description:
Customer reported a past high blood glucose event with the highest level indicated as "high," though the specific value was unknown. Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus using the pump. Technical support recommended the customer consult with a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.